Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the events, ¿foreign matter in the nozzle and c-cover at distal end¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). The foreign material possibly remained in the device due to physical damage on the c-cover at distal end based on obtained information. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective angle. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the nozzle and plastic distal end cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the evaluation found bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: control unit had corrosion due to water leakage; there was corrosion on airwater-cylinder and suction-connector; due to corrosion, switch 2 did not work; image guide protector had discoloration; adhesives around objective lens, adhesives around light guide lens and adhesive on bending section cover (a-rubber) had white-clouded area; adhesive on a-rubber had a chip and plastic distal end cover had a dent. Scratches were found on universal cord and on the connecting tube. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.